Manufacturer narrative:
Returned device was received in good physical condition but the device is missing rubber feet. Evidence of reported problem in event log was found. During the evaluation of the device, the force sensor was out of calibration due to normal wear and calibration drift. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with sensor failure. There were no reported adverse events.